Manufacturer narrative:
Multiple MDR reports were filed for this event, please see associated report: 0001032347-2018-00864-1.

Event description:
Additional information was received; it was reported during a maxillofacial surgery the plates fractured during bending. In regards to the surgical technique not being followed, the distributor stated this was a mistake when completing the complaint form.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. The was not returned for investigation, therefore, visual evaluation and functional testing could not be conducted. No photos were provided. For these reasons, the complaint is non-verifiable.the instructions for use (IFU) for this product states: bone plates may need to be contoured to the surface of the bone by bending the plates with a bending instrument. Care must be taken to achieve the appropriate contour with as few bends as possible. Repeated bending of titanium increases the risk of fracture. Sharp angles and small bending radii must be avoided to reduce the risk of the device breaking. The bending instruments must be used with care because they can cause damage to the implant. The operating surgeon should always inspect the implant after bending for damage, which may include dents or deformed screw holes. These defects can lead to breakage of the implant. Deformed screw recesses due to bending may impair the proper fit of the screw head. The device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). Foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 0001032347-2018-00864.

Event description:
It was reported the plates fractured during surgery. The procedure was completed with a plate of the same size. It is stated the surgical technique was not followed. Attempts have been made and no further information has been provided. No additional patient consequences were reported.